Manufacturer narrative:
Date of device manufacture year is 1998. The month of manufacture was unavailable at time of MDR filing. A biomedical engineer performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was recommended for replacement by ge healthcare technical support.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case, the switch was toggled a few times to get the unit to respond with the correct mode of ventilation. There is no report of patient injury.